Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: c154dwk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010; 3830 implantable pacing lead, implanted: (B)(6) 2007; 6949 implantable tachy lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device longevity was just over three years, likely due to a high threshold on the left ventricular (lv) lead. The device was explanted and replaced. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the patient began to feel symptomatic again due to intermittent loss. The lv impedance started rising approximately six months ago and it was noted there was high impedance and fracture. The lv lead was capped and replaced.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The analyst commented that there are two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and one set is in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device.